Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that the stent was loose and the tip of the device is separated. This was noted prior to use, so there was no pt involvement. There is no additional event or pt info available.

Manufacturer narrative:
(B)(4). Results - quality engineering was unable to perform an eval at the time of this report. Results and conclusion will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was stationary on the balloon, the proximal end of the stent implant was located 2mm distally from the proximal marker band for a length of 2 mm. The distal end of the stent implant was located 1 mm proximal to the proximal end of the distal seal. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. The soft tip was separated at the distal seal and not returned. The separated edge was stretched and jagged. There was no other damage noted to the sds. The inner member of the separated tip was measured with a pin gauge and met mfg criteria. The outer diameters of the stent implant were measured. The proximal and middle outer diameters met mfg criteria, the distal outer diameters of the stent implant were measured. The proximal and middle outer diameters met mfg criteria, the distal outer diameters did not meet mfg criteria. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.